Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, patient underwent an unknown surgical procedure for unknown reason. During insertion of the femoral recon nail, the driving cap broke off inside of the insertion handle. It was unknown how the procedure was completed but there was a surgical delay of three (3) minutes. It was unknown if there were fragments generated. There was no patient consequence reported. This report is for a threaded driving cap. This is report 1 of 1 for (B)(4).